Manufacturer narrative:
Zoll has not received the product for investigation. A supplemental report will be filed when the product is returned and investigation has been completed.

Event description:
A customer had reported to a zoll clinical representative that during console check, the thermogard ivtm displayed error code mid:09 (air trap assembly). Error code could not be cleared. No patient involvement.

Manufacturer narrative:
The reported complaint of mid:09 (air trap assembly) error message on the thermogard xp ivtm system sn (B)(4) was confirmed during functional testing and during archive data review. The investigation findings revealed that the root cause of the reported complaint was due to a defective air trap as a result of liquid saline found on the air trap sensor board. No physical damage was observed on the thermogard xp ivtm system during visual inspection. During archive review, mid:09 was identified on the date when the event occurred. Thus, confirming the reported complaint. Initial functional testing could not be performed due to error message mid:09 (air trap assembly) displayed upon console power on. To remedy mid:09, the air trap assembly was replaced. The system was re-tested and passed all the functional tests without any fault or error. Thermogard xp ivtm system is ready for ivtm therapy use. Historical complaints were reviewed for service information related to the reported complaint and there was one similar complaint reported for thermogard xp ivtm system with serial number (B)(4). (B)(6) reported on october 18, 2018. The air trap was replaced to remedy the issue.